Manufacturer narrative:
Implant date - range (B)(6) 2013 to (B)(6) 2020. Date of event - range (B)(6) 2013 to (B)(6) 2020.

Event description:
It was reported via the transcatheter heart valve therapy association (tht) conference that arrhythmia and stroke occurred. Procedural outcomes from 40 patient experiences following lotus edge valve implant between august 2013 and december 2020 were presented at the tht conference. The presentation indicated that 13 patients experienced a conduction disturbance with a pacemaker implantation and 2 patients experienced an ischemic stroke. Mean patient age was 83.7 years old, median patient age was 83 years old. Of total patients, 35.7% were males.